Event description:
Customer reported the system is displaying 424, 431 and 437 error codes. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the head sensor. System operates as intended.